Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital nursing home. The customer was hospitalized on (B)(6) 2017 due to breathing difficulties. The caller stated that they are unsure of the customer's cause of death. The caller stated that the customer has kidney disease, heart disease and pneumonia. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; it had been disconnected by the hospital staff a few days after hospitalization, in order to control the customer's blood glucose. The caller stated that the insulin pump has been lost.